Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump depleted from 100% to 0% in one day. The pump battery also jumped from 0% to 100% within 3 minutes while connected to a power source. The customer's blood glucose level was impacted (300 mg/dl). A correction bolus was administered via the pump. In addition, the customer reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level due to the malfunction alarm. It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received.